Event description:
It was reported that during a right sided atrial flutter procedure a skin burn occurred. The size of skin burn was initially described as "half dollar" in size. The degree of skin burn was not provided. Multiple attempts were done to obtain more detailed information regarding the skin burn, the patient condition and updated health information. The degree of the skin burn was not provided and it was unclear whether or not the skin burn was a reportable adverse event. On (B)(6) 2012, bwi received additional information which made this event reportable. The additional information stated that the skin burn was whitish to slightly yellowish in color, but no blister. No medical intervention or treatment information was provided. The indifferent electrode was found peeling off from the patient's side. Thus, the indifferent electrode had to be replaced 2 to 3 times (from the same lot number); and each had problems adhering to the patient's thigh skin. The grounding patch was placed on lateral abdomen of the patient. The patient was reported to be morbidly obese. The patient also had skin infection that appeared to be ringworm on his chest, and near the groin area. It was presumed that either the patient's skin condition or size/shape may have affected the continuity of contact with the indifferent electrode; or that the lot number of the indifferent electrodes used in the case was defective. The indifferent electrode used during this procedure is a not among the brands recommended to be used with the stockert generator (believed to be manufactured by covidien). Setting of the generator was not provided. However it was reported that the stockert generator reached the high impedance cut off limit.

Manufacturer narrative:
Concomitant products: carto 3 system us catalog #: fg540000 serial #: (B)(4), cool flow pump us catalog #: cfp002 serial #: (B)(4), thermocool sf us catalog #: bni35fjh lot #: 15529068l. (B)(4). The bwi field service engineer contacted the customer in regards to the stockert generator. The customer stated that the skin burn was not related to any bwi equipment and the unit was working properly. The customer declined service. The device history record of the stockert generator serial number (B)(4) showed that no manufacturing or test failure was noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.